Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, customer refilled old cartridges with insulin and uses cartridges past labelling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 148 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.